Manufacturer narrative:
As alleged, post implant of the mesh, the patient experienced pain and movement issues. Limited information is available. Based on the information provided, no conclusion can be made. Pain is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use, supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned - remians implanted.

Event description:
As reported, the patient underwent a procedure to repair an incarcerated ventral hernia and was implanted with a ventralex mesh. Post implant of the mesh, it is alleged that the patient experienced pain and movement issues. It was reported that due to the post implant issues that presented, the patient is scheduled for additional surgery on (B)(6) 2022.

Event description:
As reported, the patient underwent a procedure to repair an incarcerated ventral hernia and was implanted with a ventralex mesh. Post implant of the mesh, it is alleged that the patient experienced pain and movement issues. It was reported that due to the post implant issues that presented, the patient is scheduled for additional surgery on (B)(6) 2022. Addendum: contact has further alleged that the mesh is crumpled up and has dried out.

Manufacturer narrative:
As alleged, post implant of the mesh, the patient experienced pain and movement issues. Limited information is available. Based on the information provided, no conclusion can be made. Pain is a known inherent risk of surgery and is identified in the adverse reaction section of the instructions-for-use, supplied with the device as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the additional information provided. Based on the additional information provided, the initial determination remains the same, no conclusion can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.